Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately on the date of explant.

Event description:
It was reported that the patient experienced inadequate pain relief from the spinal cord stimulator (scs) device. The patient underwent an explant procedure. No further information could be obtained.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 7076200, UDI: (B)(4). Product family: scs-linear leads upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 7076343, UDI: (B)(4).

Event description:
It was reported that the patient experienced inadequate pain relief from the spinal cord stimulator (scs) device. The patient underwent an explant procedure. No further information could be obtained. Additional information was received that all device components were removed and were not returned. No device malfunction was suspected.